Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited high capture threshold. During lead revision procedure the lead helix was unable to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events helix mechanism issue was confirmed. The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found retracted lead helix clogged with blood and steroid plug shifted towards the end of helix. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures but found internal shots which is consistent with procedural damage. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.